Event description:
Three (3) dexcom g7 sensors failed on the same day. One I had on for 5 days then suddenly failed another failed after about 7 hours and the 3rd wouldn't even work. Dexcom said they will replace them, and they claim the warehouse is behind. I have called 3 times now only to be told the same stuff. These are lifesaving tools for me as I am a type 1 diabetic. They won't issue a voucher to go get them at a pharmacy. Basically, they are saying I just have to wait. Meanwhile I am on my last sensor and will have to resort to finger sticks multiple times a day until my next prescription is due for a refill on may 12th. My insurance paid them a lot of money as well as my out of pocket. This is entirely unacceptable. Reference reports #: mw5169710, mw5169711.